Manufacturer narrative:
A philips technical consultant (tc) was onsite. The tc replaced the blood pressure module. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty blood pressure module. The issue was resolved by replacing the module. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an intellivue mp5 indicating that the mean arterial blood pressure (map) was not showing the correct value. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.